Event description:
It was reported that the bd luer-lok¿ tip syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: received some syringes with little black particles inside the syringe, looks like the ink from possibly the package could be what it is.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) hospital. Investigation summary: it was reported some syringes had little black particles inside the package and syringe. To aid in the investigation, fifty-one samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed. There are black specks adhered to the packaging web and, in some samples, to the syringe barrel as well. The black specks are ink from the packaging top web printer. No other defects or imperfections were observed. This defect could occur if the packaging web printer induced loose dry ink on on the web plate resulting in the symptom reported. The three photos provided show some of the samples received. A device history record review was completed for provided 302830, lot number 2179687. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging web printing process was performed. The settings were correct and the flow of product was good. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.